Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, one heartstring seal did not load properly. The seal stayed inside the loading device when staff removed the delivery device. This portion of the procedure was completed using a side-biting clamp. During the endoscopic vein harvesting portion of the procedure, the hemopro silicon jaw cracked, but no pieces fell off. A replacement hemopro device was used to complete the case. No pt complications were reported by the hospital. This report is for the second hemopro device.

Manufacturer narrative:
Investigation results: the visual inspection confirmed that the cold silicone jaw boot was cracked on the curved metal jaw, with a piece of the boot missing and blood was present on the jaws. The missing portion of the cracked boot was not returned by institution. The reported failure was confirmed. A lot history record review cannot be performed because the lot number was not provided by the hospital.